Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No motor error alarm noted and low battery alarm functions properly.

Event description:
Customer's father reported hospitalization due to diabetes ketoacidosis. The insulin pump alarmed motor error. The blood glucose reading is 600 mg/dl. Customer was up all night and feeling bad in the morning. The current blood glucose reading is 259 mg/dl. Hospital treating with with insulin drip and glucose strip. Nothing further reported.